Manufacturer narrative:
Additional information: six (6) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sponges were inspected, and they were observed to be properly inserted in the cap and contained adequate povidone iodine. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
There were two suspected lot numbers m19l06c and m19i07c. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps had inadequate iodine; further described as ¿design sponge was drying.¿ this was observed during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.